Event description:
On (B)(6) 2012 customer reported a leak of clear fluid on the left side of the lh 750 slidemaker. The volume of the fluid was approximately 10 ml and it leaked onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the leak coming from a pinhole in the tubing through valve 3. Fse replaced the tubing. This resolved the issue and there was no evidence of further leaking.

Manufacturer narrative:
(B)(4).